Manufacturer narrative:
This event occurred in (B)(6). Occupation: occupation is lay user/patient. The meter and test strips were requested for investigation. The customer returned the meter and test strips. The test strips and strip vial showed no defects. The meter was undamaged and was clean on the outside. The returned test strips were measured with the returned meter in comparison with the current test strip master lot. For this purpose, two human blood samples from marcumar donors and internal reference meters were used. Donor 1 hct: 41%, donor 2 hct: 43%. Testing results: donor #1: retention meter and master lot strips: 3.2 inr, customer meter and customer strips: 3.1 inr. Donor #2: retention meter and master lot strips: 3.2 inr, customer meter and customer strips: 3.1 inr. The returned customer material and retention material comply with the specification. Relevant retention test strips (lot 361439) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to a "lab meter." Clarification on what type of meter or what laboratory method this is was requested but was not provided. The result from the meter was 3.0 inr. The result from the "lab meter" from a sample obtained at the same time was 4.2 inr. The customer's therapeutic range is 2.0 - 2.5 inr. There was no allegation of an adverse event related to the device. The customer feels ok.